Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on proximal rows 1 and 2 were lifted and pulled distally. The undamaged section of the crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no damage was noted. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). A 3.00 x 24 synergy ii drug eluting stent (des) was advanced to but failed to cross the lesion. The device was removed and it was noted that the stent was damaged. A guidezilla guide extension catheter was then placed and the procedure was completed with a 3x20mm synergy des. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Di: (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). A 3.00 x 24 synergy ii drug eluting stent (des) was advanced to but failed to cross the lesion. The device was removed and it was noted that the stent was damaged. A guidezilla guide extension catheter was then placed and the procedure was completed with a 3x20mm synergy des. No patient complications were reported and patient's status was good.